Event description:
Customer reports, the dr was using the suture to close a thoracotomy incision when the tip of the needle broke off. The dr used a different needle to close the other side of the incision. The tip also broke off. They were unable to find the needle tips and used an x-ray to locate the needle. The tips were not found. There was no pt injury.